Event description:
It was reported that the 9400 sys displayed a crc data error upon initial boot up. It was also noted that the sys would not boot and the foot pedal was not working. There was no report of pt injury.

Manufacturer narrative:
No add'l info at this time. When add'l info is provided, it will be reported as required.